Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the surgeon noticed a serosal injury on the cecum after holding the cecum with a cadiere forceps instrument. There was light, unexpected bleeding that was controlled by oversewing the cecum. No blood transfusions were rendered. No errors were generated during the event. The procedure was completed robotically.